Event description:
Obtaining back-to-back blood glucose results of 98 mg/dl, and 106 mg/dl, while using the suspect device. Patient indicated that no action was taken based on the device results. No paitent injury was reported and no treatment was received. Patient reportedly performed quality control testing on the system and the results fell within the acceptable range. At the time of the report, patient no longer had quality control solutions. Technical support requested the return of the support product and replacement product was shipped.